Event description:
The physician attempted closure of an arteriotomy site with the perclose proglide device following an interventional procedure. Fluoroscopy was performed prior to the closure procedure with the following results: vessel size was "about five (5) to six (6) mm," condition was described as being "no calcium angiographically" and the site was confirmed in the common femoral artery. It was noted that there was no scar tissue at the site of the groin. The patient only had an arterial sheath in place. Reportedly, the case required "a lot of exchanges" and a small hematoma began to develop during the procedure. The device was inserted and deployed but a cuff miss was experienced. The device was removed from the patient and a second proglide was inserted into the groin. The physician experienced difficulty inserting the second device into the tract. Once the device was inserted, he "had trouble pushing the plunger down," but hemostasis was ultimately achieved with the second device. Reportedly, "about thirty (30) minutes after the procedure, the hematoma that had begun to develop grew to about the size of half a football." The patient was taken to surgery for "evacuation of the hematoma." This event did prolong the patient's hospitalization but the number of days is unknown. The current condition of the patient is also unknown. This report represents the second device used.